Event description:
It was reportd that the surgeon attempted to insert a cq2015 collamer three piece lens, but the lens looked misaligned in the cartridge, so was ejected onto the tray and was torn. There was not patient contact. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn and stuck in the returned msi-tm injector. There was no visible damage to the injector. The cq cartridge-fp was returned with no visible damage. An msi-pm injector was returned with no visible damage. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.